Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided hydrothorax percutaneous drainage catheter placement procedure. During the procedure sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the drainage catheter in which thread noted to be missing from the catheter hub. However, it is insufficient to determine the issue as front view of the catheter was only provided in the photo. Therefore, due to the absence of supportive evidence, the investigation is inconclusive for the reported break and material separation issues for both devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided hydrothorax percutaneous drainage catheter placement procedure. During the procedure sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.